Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported blacked out mid intubation. It was confirmed that the procedure was completed successfully with a delay of less than 15 minutes and there were no adverse consequences reported. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the concerned monitor (article: 8403zx, serial: (B)(6), manufacturing date: 26. May 2014) was returned to the manufacturer and investigated. Upon investigation the reported issue could be confirmed. The following defects were observed during inspection: front of housing damaged, back of housing damaged, front nut video input damage, warranty seal broken, device does not start, cannot be switched on based on the damages found on the device, it is concluded that the device was handled improperly. The observed damages indicate that either it was attempted by a third party to open and repair the monitor, or the monitor was dropped or somehow mechanically damaged. This damaged the monitor and the housing, rendering the device inoperable. The investigations did not reveal a root cause related to the labelling, the device, or its history. The event is filed under internal karl storz complaint ID: (B)(4).